Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cuff to a smiths medical portex® bivona® aire-cuf® tracheostomy tube was noted to deflate easily 12 days following placement. It was reported that 1.2 mls of air was instilled into the cuff the trach and decreased to 0.5 mls in two hours. There was no reported adverse effects.